Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "capsular contracture baker grade iii, device migration/implant malposition". The device was explanted and replaced. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6

Event description:
Healthcare professional reported left side "capsular contracture baker grade iii, and device migration/implant malposition". Patient undergone capsulectomy. The device has been explanted and replaced.